Event description:
Zoll monitor did not come on during rapid response. It was checked in the morning crash cart check. A unit from oncology was used. Pt was on a cardiac monitor and 12 lead EKG was obtained. Pt was sent to ICU.